Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073496/7074115.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.